Event description:
As the physician was attempting to deploy the mynx device, the balloon expanded but the physician was unable to withdraw the catheter to expose the sealant. After the mynx was passed off the sterile field, the physician attempted to pull the catheter up, but was unable to do so. Blood loss during the procedure was within normal limits (50-100cc)and a total of 50 cc of radiopaque was used during the procedure. The patient did have a palpable popliteal pulse on the right side post procedure and was transported to recovery in stable condition. Physician stated one of every two mynx devices used are defective.